Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Still implanted.

Event description:
Patient called after reading about the recall products. Had a total left knee surgery in 2008, no exact date given. Pain, instability, swelling, chips/pieces and out of alignment. Patient has consulted with a surgeon of which xrays were done, hopes there is no infection. Having surgery (B)(6) 2017.

Manufacturer narrative:
An event regarding pain and instability involving an unknown shapematch guide was reported. Conclusions: review of the medical records by the consulting clinician indicated "based on the provided information, "the revision surgery of (B)(6) 2017 for loosening and patellar fracture relates to the non-stryker total knee arthroplasty components with no evidence that the otis med guide system, used seven years prior and resulting in a description of "good component alignment" and painless range of motion post-operatively was responsible for any clinical problems." The product reported in this investigation did not contribute to the event. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient called after reading about the recall products. Had a total left knee surgery in 2008, no exact date given. Pain, instability, swelling, chips/pieces and out of alignment. Patient has consulted with a surgeon of which xrays were done, hopes there is no infection. Having surgery (B)(6) 2017.